Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed as the patient continued to use the cycler. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. This event is one of two for the same patient on subsequent dates.

Event description:
A peritoneal dialysis (pd) patient called technical support due to concern about negative ultra filtration values. While discussing the event the patient's recent treatment data was made available. In a previous night's treatment data there was a drain volume of 3627 and his normal fill volume is 2000. The reported large drain of 3627 ml was 181% over the expected drain volume which resulted in a reportable device malfunction.